Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery. During surgery, tip of the driver broke during final tightening. Reportedly, the surgeon could not remove it and it was left in the set screw. As a result, the incision was closed with remaining the broken part. Reportedly, no revision surgery has been done to remove it. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.